Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm how the patient became unconscious or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
I was reported by the patient that the pod came off the infusion site (leg) while wearing the pod longer than 48 hours. The patient mentioned that they were unconscious and did not remember there blood glucose levels.